Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device available for evaluation: yes. Returned to manufacturer on: 9/19/2019. Device returned to manufacturer: yes. Device evaluation: the zcb00 lens was returned and visual inspection using magnification was performed. The reported lens returned cut in two parts by removal procedure, making it visually impossible to identify if the returned lens has unacceptable defects and/or any damages on it. Residues of viscoelastic was observed on the lens optic body. Both lens haptics were observed in good form. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) received for this purchase order (po) number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was removed and replaced with another lens during the same procedure, because the doctor felt there was a defect with the lens upon insertion. Incision enlargement along with sutures were used to complete the procedure. Reportedly, the patient is doing fine. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.